Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine dose and concentration, not reported via an implantable pump. The indication for use was non-malignant pain. The patient¿s medical history included hospitalization to control the pain prior to having the pump put in. The patient reported that their pump was empty and the patient was in serious pain. When the patient was asked if anybody had confirmed that the pump was empty the patient stated no, she knows it was empty because she was in pain and had a really bad headache. The patient went to the hospital on sunday night a week ago and they gave her something for the headache and sent her home. Per the patient, they knew nothing about the pump, they would not do anything. The patient had moved to a different state. The patient was not considered a patient in their old state and did not currently have a healthcare provider to go to. The patient had been doing pretty good taking tylenol but then it came to the point where the pain became bad and the patient cannot take it anymore. The patient stated that the pump therapy worked great and she didn¿t want to take the oral pills because pills ¿make you goofy¿, the pump did not affect your brain. The patient also stated she ¿is getting old¿ and feels like she doesn¿t know who she is half the time. The patient requested physician listings. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative reported the patient was implanted in virginia then moved to illinois. The patient was unable to locate a pain doctor until very recently when the pump was alarming for empty pump. The patient moved to live with her son as she was unable to live on her own. It was unknown when the event/difficulty first occurred. The pump had been alarming since the end of (B)(6) 2018, per the patient and her son. A dye study was done by the new doctor the day of report ((B)(6) 2018) to check the integrity of the system. The dye study revealed the catheter to be intact, and the tip was visualized at t9/t10. The doctor then filled the pump with preservative-free saline and would have the patient return in one week to check the pump to ensure: it was able to deliver medication at the programmed rate, the residual volume would match with interrogation, and then the plane would be to fill the pump with the prescription drug. The new doctor would then assume managing the pump in his practice. It was unknown if the issue was resolved at the time of the report. The pump contained an unknown brand of morphine [2.5 mg/ml] at a dose of 0.5 mg/day. The patient was unknown to the representative and her history. The patient was new to the area, and it was her first time being seen by the new doctor. Surgical intervention did not occur, and it was unknown if it was planned. The patient¿s weight was unknown. The patient¿s status at the time of the report was alive ¿ no injury.